Manufacturer narrative:
Please be aware that on further review it was identified that the event communicated to you under this report represents a duplicate of another complaint file for which we have submitted you a report 1020279-2017-00434. Due to this we will close the complaint file connected to report 1020279-2017-00439 and we kindly request you to disregard the report made with this reference.

Event description:
It was reported to us that patient underwent surgery to solve anaesthesia mobilisation arthrofibrosis. Event was deemed as ongoing and severity was deemed as moderate.